Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Implanted in patient.

Event description:
(B)(6) hospital has written a formal email today asking for the titanium alloy of variax dr plate and screws. The info is to be used for a patient that seven years ago had a variax dr plate implanted and is now suffering from allergic reactions. The customer / hcp would like to know the composition of the ti alloy. Allergic reaction several years after surgery.